Event description:
Customer reported that erroneously low sodium and high chloride results were generated by the synchron lx20 pro system over an unspecified number of days. The system operator questioned the results: no erroneous results were reported out of the laboratory. The system was recalibrated and resumed normal operation and the samples were retested. Retested results were reported out of the laboratory. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No data was provided by the customer for review. The field service engineer (fse) contacted the facility by phone to trouble shoot the system. The customer was advised to clean the flow cell. The system was then recalibrated; no further occurrences were reported. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.